Event description:
It was reported that the customer received two compromised force sensor system alarms. The insulin pump also had scratches on the display. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. Occlusion test was not performed due to prime/fill anomaly. The device had battery tube threads cracked, cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.